Event description:
It was reported that during use with bd insyte¿ autoguard¿ bc shielded IV catheter the needle would not retract when activated. Patient needed to have an additional stick, no other impact was reported. The following information was provided by the initial reporter: it was reported by the customer that on (B)(6) 2023, the rn was placing IV, needle would not retract when deploying the button. Another insyte utilized without difficulty. Pt underwent an additional stick. Actual insyte is available for return to manufacturer for investigation with mailing return labels provided by manufacturer.

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H6: investigation summary: bd received a 20 gauge insyte autoguard blood control unit from lot 1280502 for evaluation. A review of the device history record was performed for the reported lot and no quality issues were found during production. Our quality engineer visually inspected the returned unit and observed that the needle was already retracted into the barrel. The needle cover was also missing. Next, the engineer reset the needle and safety feature. After resetting, the engineer attempted to activate the safety feature and retract the needle. The needle retracted successfully and without issue. No delay or resistance was felt and no defects were identified during inspection. Therefore, based off the visual inspection and testing the engineer was unable to verify the reported defect. Since no defects were found a definitive root cause could not be determined.

Event description:
It was reported that during use with bd insyte¿ autoguard¿ bc shielded IV catheter the needle would not retract when activated. Patient needed to have an additional stick, no other impact was reported. The following information was provided by the initial reporter: it was reported by the customer that on 1/13/23, the rn was placing IV, needle would not retract when deploying the button. Another insyte utilized without difficulty. Pt underwent an additional stick. Actual insyte is available for return to manufacturer for investigation with mailing return labels provided by manufacturer.